Manufacturer narrative:
PMA/510(k) #: exempt. Customer (person): phone: (B)(6) fax: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. Customer (person): phone: (B)(6) fax: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a wayne pneumothorax set leaked. The device was required for fluid drainage. During the placement procedure, the wire guide was difficult to remove from the catheter. Later, a leak was discovered between the blue portion of the chest drain valve and the "actual valve". Bubbling was observed. After the liquid was evacuated, there was a delay in the diagnosis of an iatrogenic pneumothorax. It was noted that the blue end of the valve was closest to the patient, and the drainage system was not changed because there was no other connection adaptable to the drainage catheter. Additional information regarding the event and patient outcome has been requested but is currently unavailable. This report will focus on the reported leakage.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a investigation ¿ evaluation an issue was reported with a wayne pneumothorax set ((B)(6)) from lot 15227910. The chest drain valve reportedly leaked between the blue adapter and the valve. Cook became aware of this event on 01jun2023 upon being notified by c.h.i.c. Castres-mazamet. The patient reportedly experienced a delay in the diagnosis of an iatrogenic pneumothorax as a result of this incident. Reviews of the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The chest drain valve is supplied from cook polymer technology, so a supplier investigation was requested. It was stated that an inadequate or uneven dispersal of glue onto the nozzle adapter cap assembly likely contributed to the incident. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 15227910 revealed no recorded non-conformances relevant to the failure mode. A database search revealed one other complaint from lot 15227910 at the time of investigation. However, it concerned an unrelated failure mode. An expanded search was performed on related lots containing chest drain valves of the same supplier lot (j51420183752). 26 additional lots were noted. No complaints or related nonconformances were found from these lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_waynemod_rev5 [wayne pneumothorax set for seldinger placement] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: instructions for use 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, cook has concluded that a supplier-related manufacturing deficiency contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.